Event description:
It was reported that the patient's left hip was revised due to trunnion wear and head dissociation. Intra-operatively, it was discovered the trunnion dug through the liner and was articulating against the shell, causing additional wear. Metallosis was also noted. The stem, head, and liner were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to trunnion wear and head dissociation. Intra-operatively, it was discovered the trunnion dug through the liner and was articulating against the shell, causing additional wear. Metallosis was also noted. The stem, head, and liner were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: trunnion wear leading to disarticulation of head from stem. Device or procedure related adverse event: disarticulation of head from stem with catastrophic trunnion wear. Root cause and confirmation: the root cause of the failure leading to need for revision was the trunnion wear and disarticulation of the head. The root cause of the trunnion wear cannot be defined without additional information product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and metallosis. A review of the provided medical information by a clinical consultant was unable to confirm wear of shell or determine the root cause of the event. Further information such as pathology reports, additional pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.